Manufacturer narrative:
One (1) impl tapered scr-v ha 3.7 mm 3.5mm 13mm (tsvh13) was returned for investigation. Visual evaluation of the as returned product identified the implant fractured at the collar; bone / tissue was noticed attached to the implant. Additionally, a fractured screw can be seen stuck inside the implant. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. A pre-existing condition noted on the per was low bone density (type IV). The reported device was located on tooth # 04 (universal) and was used for approximately 12 years 3 months. The customer did not provide any pictures or x-rays. DHR review and complaint history review could not be performed, as the lot number associated with the reported products is not available. Zimmer biomet quality management system (qms) has controls in place to prevent the distribution of non-conforming product is within specifications. A complaint history review by item number was conducted for the (tsvh13) dating back to 12 months prior to the notification date. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported device related to the reported event. January post market trending was reviewed and there were no actionable events or corrective actions for the reported event (fracture implant) or products (tsvh13). No actionable items have been triggered that will affect complaint handling on our end for this month. Therefore, based on the available information, device malfunction did occur and the reported event was confirmed. Based on the investigation, risk review and IFU, the most likely causes determined from the investigation are long term excessive loading on device assembly or parafunctional habits of the patients (e.g. Clenching, bruxism and overloading) over implantation period (12 years). No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. The following sections have been updated: b4: date of this report, g3: date received by manufacturer, g6: checked "follow-up", h2: checked follow-up type, h6: entered evaluation codes, h10: added manufacturer narrative.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Additional 510(k) number: k011028, k013227.

Event description:
It was reported that implant was removed due to fracture at the implant collar; tooth location 4. Pain was also reported.